Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was not returned for additional evaluation and investigation. As additional investigation was not performed, a definitive root cause could not be determined for the alleged issue. If additional information becomes available, a supplemental MDR will be sent. Internal complaint number: (B)(4).

Event description:
Information was received reporting a pump replacement due to patient symptoms. It was reported that the patient stated that they will randomly get extreme spells of sleepiness and will sleep for days at a time. They state that they had been on the same medication regime since 2006. Patient had no falls or injuries since being implanted and had no changes to their lifestyle either. Later communication confirmed that the patient had their dose changed but it did not help their symptoms. The patient was later replaced with a medtronic system. There was no information on any pump issues noted and no information on product disposition.